Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failure confirmed in insulin pump history with variable due to broken trace at pin 1 on u1 keypad assembly. The motor arm cannot communicate with the main arm and software low level failure found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.